Event description:
The materials manager (customer representative) reported that the side rail was damaged and requested a repair of a citadel plus bed frame. The side rail lower arm was broken in two pieces. There was no allegation that any patient was involved. No injury was reported.

Manufacturer narrative:
The materials manager (customer representative) reported that the side rail was damaged and requested a repair of a citadel plus bed frame. The side rail lower arm was broken in two pieces. There was no allegation that any patient was involved. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail mechanical damage might be related to an excessive force applied to the side rail. This is in line with side rail condition. Based on photographic evidence provided the side rail lower arm was broken in two pieces. The circumstances in which this issue occurred are unknown. According to citadel plus instruction for use (831.374): the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. To conclude, the side rail lower arm was broken in two pieces and from that perspective the citadel plus bed did not meet the performance specification. There was no allegation that any patient was involved. No injury was reported. The complaint was decided to be reportable due to the side rail partial detachment.